Event description:
The customer stated that she opened a new carton of test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips would usually be returned for evaluation, as exposure to moisture can cause high results, but the customer did not have any strips left.